Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Follow up information received from the manufacturer¿s representative reported that the cause of the high/low impedances was not determined. The issue was reported as not resolved. There were no further complications reported or anticipated.

Manufacturer narrative:
Information references the main component of the system and other applicable components are: product ID 37085-40, serial# (B)(4), implanted: (B)(6) 2012, product type extension refer to manufacturer report #3004209178-2018-01106 for details pertaining to the related reportable event.

Event description:
Information was received from a manufacturing representative (rep) regarding a patient with an implanted neurostimulator (ins). It was reported that during the ins replacement, the surgeon unplugged the extension from the old ins and plugged it into the new ins. An impedance check was performed that showed a low impedance on combination 2-3 of 33 ohms. When the patient was in pre-operative testing an initial baseline impedance check was done that showed a slightly high impedance on combination c-3 of 3148 ohms, but did not show a low on combination 2-3. It did not appear that there were any issues during surgery. The surgeon was able to remove the extension from the battery with ease and plug it into the new battery without difficulty. Once it was determined that there was a low on 2-3, they unplugged the extension, cleaned it, and plugged it back into the new battery. They ran another impedance check which showed the same low impedance, and then unplugged the extension and plugged it back into the old battery and ran an impedance check. The programmer still showed that there was a low on the 2-3 combination. No patient symptoms or further complications were reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.